Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, six (6) retention samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. One of the retained sample was functionally tested with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve would not flow during infusion. The device was replaced to resolve the issue and treatment was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.